Manufacturer narrative:
H11: additional narrative the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that one (1) year and three (3) months after implantation of this inspiris resilia valve model 11500a19 it was observed that the opening of the valve leaflets was limited during follow-up echo. The aortic valve systolic peak velocity was 4.27m/s, the mean gradient was 39mmhg, and the eoa was 0.53cm2, indicating an increased flow rate, severe aortic valve stenosis and moderate aortic regurgitation. No abnormality was observed in the valve morphology. Prosthetic thrombus was ruled out. Echo showed no prosthetic endocarditis and no infection symptoms. The patient informed that the daily activities were normal after surgery with no discomfort. The patient did not receive any treatment so far other than anticoagulant treatment with plavix (clopidogrel) 75mg which had started approximately one (1) year and two (2) months before. The patient was placed under periodical observation.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.